Event description:
Additional information received from the customer that the fallen piece fell into the patient's stomach and was retrieved by forceps. Additionally, the customer confirmed no procedure delay. The patient was under monitored anesthesia care (mac). There were no further patient injury or harm.

Event description:
While under sedation for a therapeutic esophagogastroduodenoscopy it was reported a piece of plastic debris went inside the patient from the working channel, the operator was unsure if the channel was chipped inside. It was noted the procedure was delayed less than 30 minutes. The procedure was completed using the same device.